Event description:
It was reported that the patient had experienced muscle stimulation during follow-up. The pulse generator was found to be operating in backup mode. The device could not be restored due to normal battery depletion. It was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.